Event description:
(B)(4). I have recently been able to get a hold of my medical records, and have found that my lot # is b82471, at least for the first two coils (third coil, unknown at this time). Model # ess306.

Event description:
(B)(4). On (B)(6) 2014 I had a left and right salpingectomy. My doctors informed me that the two coils on the left side came out fine, but the right side had migrated into my uterus. As of today, (B)(6) 2014, I am still experiencing bleeding, as well as pain to my lower left quadrant. I had a CT scan done on (B)(6) 2014, and was told on (B)(6) 2014 that there was a fragment 15mmx1.5-2.0mm in size left over inside my uterus. It has, according to the doctor, embedded itself into the left side of my uterus. I will be going in tomorrow to see a new doctor regarding removing my uterus, and possibly my cervix if it is necessary.

Event description:
I was implanted with a medical device implant called essure on (B)(6), 2014. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6), 2014. This is a list of my side effects and symptoms that I have experienced due to essure. Chronic bleeding (20 weeks), sharp pain, bloating, water retention, nausea, headaches, cramping, bacterial vaginosis, hot flashes, uterine inflammation, night sweats, acne, perforation of the tubes by the coils, coil migration, coils becoming embedded in other tissues, swelling of legs or feet, weight issues, unexplained/easily bruising, dizziness. I will have the following surgeries due to essure: left and right salpingectomy, potentially complete hysterectomy, on (B)(6), 2014. The device will be removed on (B)(6), 2014. (B)(4).